Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure on (B)(6) 2008. There were no complications during this procedure. According to the complainant, the patient experienced pain, urinary problems and dyspareunia post procedure. The exact nature and date of onset of the pain is unknown. The patient presented with intermittent odorous vaginal discharge and dyspareunia in (B)(6) 2011 (exact date unknown). The patient reported that she had been experiencing these symptoms for 3 to 6 months at the time. The patient had a pelvic MRI during this visit and nothing abnormal was found. The patient also reported some urge incontinence but did not receive any treatment for it. In (B)(6) 2011, a cystoscopy and vaginal exam showed some very small erosion. The mesh was palpable on the vaginal wall and there was some slight induration but no visible mesh exposure. The patient was then started on a vaginal hormone (dosage unknown) but the results of the hormone have not been determined. The patient is schedule to return for a follow up visit in (B)(6) 2011. The physician reported that if the minor erosion and induration persists, the patient may need additional surgery, but only to trim the mesh if it is exposed. There is currently no medical intervention planned. The patient was not prescribed anything other than standard postoperative pain medications and the vaginal hormone and did not have any relevant preexisting medical conditions that could have contributed to this event. The patient's current condition is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.